Manufacturer narrative:
An evaluation summary showed that no runs matching the alleged sample on 13/7/21. Further investigation of the lot did not observe any product issues. Moreover, a more plausible explanation of the discrepant results could be due to the viral concentration of the sample, (B)(4).

Manufacturer narrative:
Updated device code from false positive result to non reproducible results. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united kingdom alleged a discrepant result generated with the cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system. The initial sample generated positive sars-cov-2 test results on the cobas® liat® system sn (B)(4) (lot 10308y). Upon a repeat testing on another lab based testing (altona) the result was negative. Both the positive and negative results were reported to the patient and medical personnel. The test is used to guide patient placement in acute/unplanned admissions. No harm was indicated. An investigation is ongoing.

Manufacturer narrative:
(B)(6). Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).